Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the pt with 4-lead ECG electrodes and disposable defibrillation/ECG electrodes. In advisory mode, the device was used to shock the pt, whose rhythm then converted to a bradycardiac rhythm. Pacing was initiated and administered but, according to the rptr, the device would intermittently stop pacing that had to be reset by the operator. The device was used to deliver a second shock then pace again while the pt was transported to the hospital. The pt's outcome is unknown.